Event description:
The device was used during a CABG procedure. Reportedly, the pt began bleeding profusely from one of the suter lines. The pt suffered severe blood and required blood transfusion. The pt expired due to transfusion shock.